Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and the keypad buttons are not responsive. The customer's blood glucose reading was 130mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
All button/keypad received with no button response due to lcd keypad connector unlocked. The device had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip and cracked lcd window. No blank display was noted. The lcd board was fine.